Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure error. Customer's blood glucose level was 5.2 mmol/l. Customer was able to rewind the insulin pump. Customer was assisted with troubleshooting and passed with displacement test. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.